Manufacturer narrative:
Hologic technical support (ts) reviewed available logs for both initial test worklist # (B)(4) and retest worklist # (B)(4) and noted no hardware, software or contamination issues. Ts indicated that the issue was most likely due to low target or sample mishandling. Hologic completed a risk assessment. There is no product impact. Hologic has not learned of any adverse patient outcomes due to this event.

Event description:
On (B)(6) 2025, a customer reported to hologic receiving discrepant results using the aptima hpv (human papillomavirus) assay master lot 908328 on the panther instrument sn# (B)(6). Sample ids # (B)(6) were part of a cluster and initially resulted hpv positive in hpv worklist # (B)(4). Per the customer¿s lab sop, if there is a cluster of three hpv positives containing results with an s/co (signal-to-cutoff) value < 5, the samples with s/co<5 will be retested, and the retested result will be reported out. Upon retest, sample ids # (B)(6) resulted hpv negative and (B)(6) resulted hpv positive, and these results were reported out. Sample ids # (B)(6) were not retested as these samples resulted hpv positive with an s/co > 5. No patient treatment information was provided by the customer. Hologic has not learned of any adverse patient outcomes due to this event.